Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented in the clinic for a generator change out. During the procedure, it is observed the right atrial lead had a fracture and a high pacing impedance. The lead was capped and replaced. The patient was in stable condition.